Event description:
It was reported via repair work order that the litter was stuck in an elevated position and would not lower due to a malfunctioning wire harness and angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.